Event description:
During the pta/stenting treatment procedure, the sentinol 6x59x1350x nitinol biliary stent system would not cross the superficial femoral artery target lesion. The stent and delivery system were removed. Upon removal it was noted that the stent exibited an "accordian bend." A new device was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as 'stable'.